Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage, vascular injury are listed in the electronic perclose the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath, and the tavr procedure was completed. Reportedly post procedure, the physician realized he had torn a side branch of the artery, the sutures in the vessel proper were not going to control a torn side branch. The use of the sutures and pre-close was abandoned. A cut-down and manual suturing was performed to repair the tear and to close the access site, which ultimately achieved hemostasis. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.